Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damages to the platform. A review of the platform archive log showed several user advisory (ua) 41 (patient temperature sensor failure) on the reported date of 03/22/2016, thus confirming the reported complaint. The platform was functional tested and the autopulse exhibited no user advisory messages. The autopulse was run for 15 minutes using test manikin and 18 minutes using lrtf (large resuscitation test fixture equivalent to 250 lbs patient) with no problem. The platform passed all functional tests without any discrepancies. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during archive review. Although there were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint, the temperature sensor and power distribution board (pdb) were replaced as a precautionary measure.

Event description:
It was reported that the autopulse platform displayed user advisory 41 (patient temperature sensor failure) message during shift check. There was no patient involvement reported.